Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er320 clip dropped (not into pt). Another instrument was used to complete the case. There was no consequence to the pt.